Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were submitted for review after the patient exchanged their system controller on their own after the "heart light was flashing" and screen was reading "faulty controller." The log files captured a low flow alarm on (B)(6) 2026 as well as several momentary low flow events. There did not appear to be any type of external equipment issues associated with these events. There were no other active alarm flags around this period. An ebb_load_test_completed event was recorded at (B)(6) 2026 at 9:36:20 that may have been associated with a self-test, and the driveline was disconnected shortly after at 9:39:23. To address the low flows, the patient's medication was changed and hydration was encouraged. The low flows were ongoing without resolution.